Manufacturer narrative:
Product name: actual ostomy product is unknown. The complainant could only provide: pre-cut, ready to use wafer- ref number unknown. 510(k) number: exempt. Product code: exe. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's wife reported that the wafer stoma opening was off-centered. It was unknown if the end user had used the product. No photo is available at this time.